Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain of peritoneal dialysis. The home patient was connected at the time of the system error. The home patient stated that they proceeded into initial drain without connecting to the patient line and then while in initial drain, the connection to the patient line was made. The technical service representative assisted the home patient to clear the alarm. The technical service representative advised the home patient to start over with new supplies and inform the registered nurse of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient proceeded into initial drain before connecting to the patient line and then connected after the device went into initial drain. This is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.